Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment and found the imaging system door would open out, but not up. Troubleshooting revealed the motion controller was at fault. The motion controller was replaced, and the associated door hardware and opening structures and switches were verified. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, they were unable to open the door of the imaging system. The site had to manually open the door. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned motion controller confirmed that the reported event was related to an electrical issue. The tester found that the controller generated an analog voltage between (-550mv to +550mv) when the system was supposed to be idle. A master reset was not able to correct the problem. The reported event was confirmed.